Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: balloon fell aprt inside the pt. Surgeon had to retrieve the plastic pieces separately.